Event description:
The insulin pump was not giving any. Reporter called and was told that they were having problems and was in the process of redesigning. Reporter states that the cannula, the piece that leads from the pump to the stomach, is sticky and coming apart. Reporter said that a person would think that they are receiving insulin but really are not. It took over three weeks to get the co to send a cannula that would stick to pt's stomach. There was a problem with the test strips. It would not read or register because it was getting air bubbles. One month later reporter received a letter indicating that the strips were defective. The pump shut down with an error reading. They could not get it to work, even after taking the batteries out. They received a new pump and so far no problems. Had the first pump since sept 2003 with the multitude of problems. Pt was using disetronic but due to the fact FDA had been investigating the manufacturer, they moved to this company.